Manufacturer narrative:
The facility did not request service. No samples were returned for eval. A review of complaint and service request for the last 24 months indicated two add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. An internal investigation has been opened to investigate this issue. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "touchscreen froze" (no display or display failure). A customer reported the touchscreen froze during extrusion. The system was rebooted and then worked appropriately. Add'l info was received from the nurse indicating the screen froze between cases. There was no pt impact.